Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported issue of no image was resolved by olympus technical assistance center (tac) , the subject device is presumed to have no abnormalities. The problem was caused by misconnection of the sdi input-output of the monitor. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed no serial digital interface (sdi) signal and attempted a few cables. Tac directed the customer to verify the connections and it was noted that the cable on the sdi was in instead of the out from the cv-190 to the oev-261h. To resolve the issue, tac instructed the customer to move the cable to sdi out and image was successfully displayed on the screen. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.